Event description:
A trilogy 100 ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, errors codes related to the internal battery were found in the ventilator's downloaded error log. The internal li-ion battery needs replaced to address the reported issue; however, no repairs will be performed, as the device will be scrapped.